Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source lamp reached the 500 hours of use. When connecting the endoscope, the image fails. The endoscope had to be turned on and off and move to have the image on the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image was displayed because the pin of the output socket was broken. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.